Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the e602 analyzer has generated questionable results for some tests for a couple weeks. The customer reported that they received questionable results for one patient sample tested for free triiodothyronine (ft3) and a second patient sample tested for thyroglobulin (tg) on e602 module serial number (B)(4). The tg reagent is not sold in the united states, nor is it like or similar to a product sold in the united states. Of the two samples, the sample tested for ft3 had an erroneous result that was reported outside of the laboratory. The sample initially resulted as 32.5 pg/ml. The sample was repeated twice, resulting as 2.8 pg/ml and 2.68 pg/ml. It was asked, but it is not known if the repeats were performed on the same analyzer or on different analyzers. All results were reported outside of the laboratory. The repeat results of 2.8 pg/ml and 2.68 pg/ml were believed to be correct. The patient was not adversely affected. The ft3 reagent lot number and expiration date were asked for, but not provided. On (B)(6) 2016, the field service engineer adjusted the sample probe position and checked the liquid level detection sensitivity. No problems were found. The engineer returned again on (B)(6) 2016. He replaced the sample probe and checked the liquid level detection sensitivity. No problems were found. He checked the room humidity and based on records, there were many days where humidity was under 30% in january. On (B)(6) 2015, the engineer performed a periodic maintenance check of the analyzer. No problems were found. There has been no report of a recurrence of the issue.